Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user changed infusion supplies while out of insulin and subsequently experienced persistent hyperglycemia, later acknowledging they likely did not complete the tubing fill and were rushing to work; support assisted with a new site and resuming insulin delivery, and the user reported use of a dexcom g7 and no back-up therapy or ketone testing. Symptoms included fatigue associated with hyperglycemia, with a highest reported fingerstick of 423 mg/dl and cgm readings described as high, later a fingerstick of 359 mg/dl before trending back into range. Outcomes included transient hyperglycemia without medical intervention or hospitalization. Investigation included review of device use, coaching on proper infusion set deployment and tubing prime, review of glucose data, and cgm calibration guidance. Investigation of this case revealed an infusion set deployment error and incomplete tubing fill leading to inadequate insulin delivery and elevated glucose, which resolved after correct site application and resumed delivery. It was concluded, based on previously established findings for similar reports, that user error related to infusion set change and tubing fill was the most likely cause.